Event description:
A patient reported to baxter (B)(4) two (2) broken minicaps. There was no patient involvement.

Manufacturer narrative:
(B)(4). The sample was received and evaluated, and the reported issue of broken minicap was confirmed in the lab by vision inspection, but no exception was found after leaking test. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The cause of the crack has been determined to be related to molding, which was caused by the minicap supplier during the manufacturing process. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was requested. Should additional information become available, a follow up MDR will be sent. (This report addresses product quantity 2 of 2.)